Manufacturer narrative:
Hamilton medical ag ref. Nr: (B)(4). Follow-up 1: investigation outcome. It was reported that the ventilator shut down while connected to the patient. The ventilator screen went black and no alarm occurred.. The rt did not directly witness the shutdown. At the time of the reported event, physical therapy (pt) and occupational therapy (ot) staff were present with the patient. The rt was notified at 11:55 on october 1, 2025. Upon entering the room after receiving the call, the rt observed the ventilator with a black screen. The rt did not witness the actual moment of shutdown but confirmed the device status upon arrival. Hamilton medical ag received the logfiles of the device for analysis. Review of the event log did not identify any alarms, technical faults, power failures, or abnormal events corresponding to the reported time. However, the log shows a normal power off entry at 12:12:25. "2025-10-01 12:12:25 power-off 2025-10-01 power 3". This may indicate a possible discrepancy in the device time setting. A comprehensive service evaluation was performed, including physical inspection, review of event logs, calibrations, system checks, simulated patient lung testing, and multiple power on/off cycles, all of which passed. No parts were replaced. As no malfunction could be confirmed based on the available data, it is assumed that the device was powered off by mistake with the "power button" on the back of the device. The unit was returned to service. Hamilton medical ag considers this case closed.

Event description:
Hamilton medical ag received the following event description: it was reported that the ventilator shut down while connected to the patient. The ventilator screen went black and no alarm occurred. The rt did not directly witness the shutdown. At the time of the reported event, physical therapy (pt) and occupational therapy (ot) staff were present with the patient. The rt was notified at 11:55 on october 1, 2025. Upon entering the room after receiving the call, the rt observed the ventilator with a black screen. The rt did not witness the actual moment of shutdown but confirmed the device status upon arrival. The patient exhibited changes in vital signs, including desaturation and increased work of breathing. After being placed on an alternate ventilator, the patient continued to experience some oxygenation difficulty, and the fio2 was increased from 30 to 60 percent. The attending physician was notified and ordered an arterial blood gas analysis and chest x-ray no additional information were provided.

Event description:
Hamilton medical ag received the following event description: the ventilator shut down while connected to the patient. The ventilator screen went black and no alarm occurred. The patient was being attended by physical (pt) and occupational (ot) therapy staff. Upon receiving notification of the issue, the respiratory therapist responded to the patient¿s room and observed the ventilator with a blank screen. The patient exhibited changes in vital signs, including desaturation and increased work of breathing. After being placed on an alternate ventilator, the patient continued to experience some oxygenation difficulty, and the fio2 was increased from 30 to 60 percent. Further inquiries have been sent to the customer to obtain additional details about the reported event. The investigation to verify the allegation is still in progress.

Manufacturer narrative:
Hamilton medical ag ref. Nr: (B)(4) investigation ongoing.